Event description:
Patient came in complaining of throat pain which was due to screw backing out. The locking device on the ambassador plate failed causing screw to backout. Both 4.0mmx14mm screws were removed from patient with no injury.

Event description:
Patient came in complaining of throat pain which was due to screw backing out. The locking device on the ambassador plate failed causing screw to backout. Both 4.0mmx14mm screws were removed from patient with no injury.